Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event. The patient reported that the suspect medical device is not a mentor device. As a result, no investigation will take place. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline breast prosthesis that deflated after implantation. The patient said that her right breast implant had been deflated for about two years, but on (B)(6) 2018, she woke up feeling severe pain, soreness, and a hard lump on the left side of her right breast which seems to be part of the implant deflation. In addition, patient reported that the right implant had dropped a couple of years ago, however, on (B)(6) 2018, she noticed she was very flat in the breast area. Deflation was confirmed by a physician¿s examination. It is unclear whether the hard lump is an actual breast mass or the patient palpating the implant itself. No imaging was taken. As a result, the patient underwent bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2018.